Manufacturer narrative:
Uf / importer report number: the user facility submitted medwatch (mw5078325) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag had leaked from the middle port. This event occurred after filling the device with an unspecified solution. It was further reported that the device had leaked at the seam between the port and the bottom frangible. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.